Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: surgery name : - knee replacement surgery. Surgerydate : - (B)(6) 2022. Hospital name : - (B)(6) hospital & medical reseach. Was there any adverse consequence associated with the patient? - there was not any adverse consequences associated with the patient. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. - suture broke during use on the patient. Device return status: - device already discarded by hospital ot person. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Batch manufacturing records of vp2317/t1041 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a knee replacement surgery on (B)(6) 2022 and suture was used. The suture broke during use on the patient. There were no adverse patient consequences. Additional information was requested.